Event description:
According to the initial reporter, the pt's bjork-shiley convexo-concave mitral valve was replaced in 1993 due to "the pt throwing emboli and having clots around the valve." Per the initial reporter, upon review of the pt's medical records, "the description in the chart noted that the valve looked okay except for fibrous clots."